Event description:
It was reported that the device did not draw suction on initial compression. The nurse tried once again and noticed that the evacuator leaked from the bottom. No injury or adverse consequences were reported as a result of the incident.

Manufacturer narrative:
The device was returned to the MFR for evaluation. On initial inspection, a hole was found where the seams come together on the bottom of the surgivac pump. This medwatch is being submitted late as it was identified during a retrospective review conducted pursuant to a FDA inspection at the manufacturer's facility in january 2008 and in response to an inspectional observation. The agency's inspectional observation concerned the manufacturer's decision not to submit mdrs for certain events involving product manufactured at the (B) (4) facility.